Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel, however, there was resistance felt while removing the mandrel and resulted in the inner member becoming bunched. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous moderately calcified lesion in the proximal circumflex (cx) artery. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.